Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was overheating. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed due to 0 voltage. The share data log was reviewed and no overheating was observed in the cloud data within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.